Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when her blood glucose level was not low. The customer's sensor glucose reading was 54 mg/dl but her blood glucose level was 143 mg/dl. The sensor and blood glucose reading difference was not within an acceptable range. The insulin pump alarmed calibration error and weak signal. The call was dropped. The device was not returned.